Manufacturer narrative:
This investigation is complete. Upon further information this investigation will be updated.

Event description:
It was reported that an alert was trigged due to out of range pace impedance measurements when it comes to this device and competitor right atrial lead. A review by technical services (ts) noted two high impedance spikes which could indicate a possible connection issue or a lead issue. Ts discussed doing integrity testing to determine the root cause of this issue. No adverse patient effects were reported. Additional information is pending when it comes to this case. The case will be updated upon further information. Additional information noted that troubleshooting was performed and no noise was seen upon manipulations. No further actions were performed and the device remains implanted.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that an alert was triggered due to out of range pace impedance measurements when it comes to this device and competitor right atrial lead. A review by technical services (ts) noted two high impedance spikes which could indicate a possible connection issue or a lead issue. Ts discussed doing integrity testing to determine the root cause of this issue. No adverse patient effects were reported. Additional information is pending when it comes to this case. The case will be updated upon further information.